Event description:
A report was received that the patient was having decrease in pain relief due to high impedances. Database analysis showed that the impedance measurements revealed high values on port c on five contacts (three, five, six, seven, and eight). Xray showed that contacts were floating off near the near the lead. It was also mentioned that the lead had moved from its original location. The patient underwent a lead replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-8216-70 (sn: (B)(4)). Device evaluation indicated that complaint of lead damage has been confirmed. Visual inspection revealed body of the paddle has been severely damaged. It appears the electrodes were torn off the paddle body by pulling on the lead body and lead body cables. Visual inspection revealed that eight of the paddle electrodes were dislodged and not returned. Electrical tests could not be performed due to paddle lead damaged. This type of deformation occurs when the lead exposed to excessive tensile force causing the lead body to stretch.

Event description:
A report was received that the patient was having decrease in pain relief due to high impedances. Database analysis showed that the impedance measurements revealed high values on port c on five contacts (three, five, six, seven, and eight). Xray showed that contacts were floating off near the near the lead. It was also mentioned that the lead had moved from its original location. The patient underwent a lead replacement procedure and was reportedly doing well postoperatively.